Event description:
It is reported that the pt was revised due to infection approximately 15 years after implantation. It is also reported during the revision surgery, the surgeon found the bone was dyed black.

Manufacturer narrative:
This report will be amended when our investigation is complete.